Event description:
It was reported to gore that a pt alleges to have experienced erosion after having been implanted with gore dualmesh biomaterial. Additional, event specific information has not been provided.

Manufacturer narrative:
A review of the manufacturing records verified the lot met all pre-release specifications. This report is related to MFR. Report 2017233-2013-00528.